Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary = the complaint device was received at the service center and evaluated. It was reported that the fms vue pump camera was still overfilling and that run / stop was not responding and that the shaver handpiece was also not responding. Per service manual operational and diagnostic, the reported failure was confirmed. During evaluation, the pressure adjuster was found worn. The pump head roller and the follower arm were found defective. In addition, the internal pneumatic system was repaired, the defective material was exchanged and the pressure mechanism was replaced. Also was found fluid in the device. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The possible root cause for pressure problem could be associated to lack of maintenance. However, this cannot be conclusive determined. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 4/12/2019 and passed all functional testing before being returned to the customer.   At this time, no corrective action is required, and no further action is warranted, as the device was repaired and is fully functional. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. Device history lot =the service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 4/12/2019 and passed all functional testing before being returned to the customer.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: correction: b5: upon complaint review, it was determined that it was inadvertently missed on the initial report that the event occurred at pre-surgery to a shoulder arthroscopy surgical procedure. Furthermore, the case was completed with an identical spare device but with a delay of five minutes. However, there were no patient consequences or impact to the user nor was there a surgical intervention planned.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by affiliate via phone that the fms vue pump chamber kept overfilling and the run/ stop was not responding and the shaver handpiece was also non-responsive. No patient consequences or surgical delay reported. The device is available to be returned for evaluation.